Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump turned off without warning and received low battery alarm. The customer¿s blood glucose level was unknown. It also reported that the insulin pump had battery issue and power loss issue and unexpected power loss and icon for battery was always showed full even when insulin pump loosed power. The insulin pump will be returned for analysis.